Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
The event involved a tego® connector where it was reported that the hemodialysis (hd) line was accessed and flushed with no problems; however, they were unable to flush post hd and when the tego was changed, it flushed well. The event occurred during use on patient. There was an unknown delay in therapy and no adverse event. The customer provided the lot number 14087312 but they are not populating in ICU's records. When inquired, the customer stated that they cannot recall the tego lot number.

Manufacturer narrative:
Additional information d4 and h4.

Manufacturer narrative:
Updated information in d9. The complaint of no flow / can't prime / difficult to prime on item d1000 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history lot number was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.